Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection was performed on the returned device and found the reported complaint of probe broke and error u509 was confirmed. The device was received with probe completely broke off, and the broken piece was not returned with the device. The probe missing fragment could be 16mm in length. The remaining portion of the probe appeared to be bent slightly on one side, and measured about 3mm in length. There was some tissue build up. The ptfe pad (teflon pad) was slightly worn, but no metal exposed. Also, there were scrape marks on the wiper gold insulation. The device was attached to the usg-400/esg-400 and found both switches working. When the coag switch being activated, the generator displayed ¿u509: ultrasonic level error¿ due to the broken probe. Based on the evaluation findings and similar reported event, the cause of the damaged probe is most likely due to the probe coming into contact with a hard and metallic surface, or applying too much pressure during activation. The device will be sent to OEM(original equipment manufacturer) for further evaluation.

Manufacturer narrative:
The device was sent to the OEM (original equipment manufacturer) for further evaluation. The OEM results indicated product name / lot number were consistent with the complaint information. Further evaluation was performed on the returned device. It was observed that there is a mark in the probe which came in contact with the non-insulated area of grasping section and found abraded against it. In addition, the broken surface of the probe was checked. It was determined that the probe had cracked from the contact mark then broken off. The proximal side of the tissue pad was worn away. It is found that the coating of the grasping section was partially peeled off. Based on the physical investigation result and review of device history record, the exact cause of the event couldn¿t be exclusively identified. The device history record for the lot indicated found no anomaly with the event-related items. The cause of the reported phenomenon is not directly linked to any apparent manufacturing issues, but multiple factors affecting device - tissue interaction such as specific patient or environmental factors might have influenced the overall technology performance. The device performance issue and how they could be avoided potentially are described in the instruction for use (IFU) manual as stated in the initial submission report.

Manufacturer narrative:
The reference device has not returned to service center for evaluation. The cause of the complaint cannot be confirmed. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Service center was informed that during a therapeutic lap hysterectomy procedure, the surgeon was performing seal and cut on the colpotomy, the teflon pad was in tact and the probe broke off. The generator settings were 2 cut and 1 seal and error codes displayed were u504, u601, and u509. Also, it was reported the physician was trained on the techniques of how to use the device and is experienced in using this device. The intended procedure was completed with a different device. No other equipment was replaced during the procedure. No patient injury reported. No device fragments fell inside the patient. The device was inspected prior to use and no abnormalities were found. Also, the connection points to the generator were inspected and no cable damage was observed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The DHR for this product has been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.